Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, some staples were malformed after the firing. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient.